Event description:
It was reported that during a stent graft deployment, the stent graft moved unexpectedly upon deployment. An additional stent graft was deployed to cover the remaining portion of the lesion. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.